Manufacturer narrative:
(B)(4). Concomitant medical product: oxford performance materials (opm), catalog #: pk620913, lot #: 061518; biomet microfixation thinflap system screws, catalog #: ni, lot #: ni. Therapy date: unknown (anticipated removal on (B)(6) 2018). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there will be a revision of a pekk (polyetherketoneketone) cranioplasty implant due to infection. The existing implants will be removed and replaced with a pmma (polymethyl methacrylate) cranioplasty implant. The revision is currently scheduled for (B)(6) 2018. The surgeon believes that the "abrasive surface" of the pekk implant may have been a contributing factor, however, the surgeon stated that she feels that the patient's lifestyle and condition (smoker, non-compliant, use of steroids, and osteoporosis) likely contributed to the issue. The type of infection and whether there is a history of infection at the facility is unknown. No radiology, pathology, or surgical reports are available. The surgeon does not wish to return the implant for evaluation. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Product identity confirmed via rapid response. There was a revision planned to remove the pekk implant and replace it with pmma scheduled for (B)(6) 2018 due to infection. At this time, there has been no confirmation that the revision has taken place. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, scans, or physician reports being provided. The device history record (DHR) for the pekk implant was reviewed and there were no non-conformances found. The dhrs for the unknown parts could not be reviewed due to the part and lot numbers being unknown. For these reasons, the complaint cannot be verified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It was reported by one of the surgeons that the patient's lifestyle and past medical history of smoking, osteoporosis, use of steroids, and being non-compliant likely contributed to the issue. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Received a copy of the medwatch submitted by the manufacturer of the pekk implant. The attached report has an implant date of (B)(6) 2018, however the distributor stated the device was implanted (B)(6) 2018. The following section was corrected: corrected the lot number in medical product from oxford performance materials (opm) catalog #: pk620913 lot #: 061518 to oxford performance materials (opm) catalog #: pk620913 lot #: 202478.

Event description:
This follow-up report is being submitted to relay corrected and additional information.